Event description:
It was reported that the customer experienced fluctuating blood glucose levels. Customer is working with her health care professional on the reported issue. Per customer's health care professional, the customer is over correcting her low blood glucose levels which is the cause for her high blood glucose levels.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.